Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range left ventricular (lv) pace impedance measurements, measuring greater than 2,000 ohms. Additionally, the r-wave's on the lv lead had decreased and the patient was not feeling well and was short of breath. Subsequently, the patient underwent a revision procedure and it was found that the lead was not fully inserted into the header of the device. Once the lead was successfully repositioned in the header and the setscrews were tightened the lead numbers were then found within normal limits. No further complications have been reported. This product remains in-service.